Event description:
Cardizem drip started at 10ml/hr, module malfunctioned and entire 100mg/100ml infused over a minutes. Module checked for accuracy with second nurse. Then checked with head nurse and pharmacist. All verified malfunction. Alaris pc guardrails.